Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement, occlusion of device or native vessel. Additionally, the IFU states: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After all devices were deployed, an angiography imaging identified bilateral renal arteries were covered unintentionally by a trunk ipsilateral leg endoprosthesis. The endoprosthesis was pulled down distally by the open surgery to rescue bilateral arteries. The patient tolerated the procedure. The physician¿s comment: during the cannulation, it was possible that the device was pushed up.